Event description:
Reporter indicated that vns patient underwent revision surgery due to device migration. It was reported that on the way home from implant surgery, the patient felt the generator moving up and down in their chest, but did not recognize it as a problem at that time. The patient later experienced episodes of intense throbbing pain in her neck. The first episode occurred almost one month post-implant and lasted for 30-45 minutes. The pain went from the chest up to the neck. The second episode lasted for approximately 15 minutes. After the second episode, the patient's neurologist reportedly took them off of all seizure medications. Neurologist indicated that the patient's pain was not related to the vns and that it was possible that the patient had an upper respiratory tract infection at that time. Device diagnostic testing at that time was within normal limits, indicating proper device function. The patient later reported that the generator had fallen into their left breast and had "flipped over 180 degrees". The patient indicated that they reported this to the implanting surgeon who "did nothing" and they did not want to see him again. The patient also reported the device migration to the surgeon's secretary who told the patient that "it was nothing to worry about". The patient's neurologist also reportedly saw that the generator had flipped in the patient's chest and "did nothing". It was reported that the implanting hospital was performing an internal investigation of the incident. It is believed that the generator was not properly secured at the time of initial implant.